Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). . The patient reports waking up during the night with a communication error between their pod and continues glucose monitor reading no values have been received for over an hour. The patient reports their blood glucose level was over 250 mg/dl. Once at the hospital the patient was treated with insulin.